Event description:
It was reported that the patient experienced "mesh complications, including chronic pain, severe scarring, overactive bladder syndrome and restricted pelvic floor muscle movement." No further patient complications were reported in relation to this event.